Event description:
Interbody cage broke into multiple pieces. Some fragments remained in the body. The medical procedure was delayed nearly 1.5 hours. Replacement cage was used. No other adverse consequences were reported.

Manufacturer narrative:
Method: labeling, visual, and risk assessment results: a reported event of an oic peek size 9 mm - 4deg main body fracture intra-op was confirmed via visual inspection. The event resulted in an extended surgery time of ~90 minutes. It was reported the cage broke into 8-10 pieces upon impaction and some of the fragments could not be retrieved from the patient. No damage to soft tissue has been reported at this point of time; patient's bone quality was fine, patient did not have tight disc space, no twisting of cage was performed, and excessive force was not applied during impaction. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: root cause of the reported event could not be determined conclusively but potentially due to: excessive impaction force used during insertion (malleting). Insufficient distraction prior to implant insertion. Insufficient tactile feedback. Cantilever/rotational forces used. Implant was misaligned and impacted. Use of twist and distract method.

Event description:
Interbody cage broke into multiple pieces. Some fragments remained in the body. The medical procedure was delayed nearly 1.5 hours. Replacement cage was used. No other adverse consequences were reported.